Event description:
It was reported that clotting occurred after use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "I got a customer that¿s is having issues with the map tubes that are clotting. Their recommendation (education policies) is to tap the map tube every time after a drop of blood is collected. I looked throughout all the map literature and couldn¿t find anything in writing related to ¿tapping¿. Is it recommended by bd or should I tell them not to do it anymore? They just recently started having issues with clotting and wanted me to in-service all the new staff and tell them to ¿tap¿ the tubes. But I wanted to double check with you first."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical services provided troubleshooting information to the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred after use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "I got a customer that¿s is having issues with the map tubes that are clotting. Their recommendation (education policies) is to tap the map tube every time after a drop of blood is collected. I looked throughout all the map literature and couldn¿t find anything in writing related to ¿tapping¿. Is it recommended by bd or should I tell them not to do it anymore? They just recently started having issues with clotting and wanted me to in-service all the new staff and tell them to ¿tap¿ the tubes. But I wanted to double check with you first."